Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating. It was noted that there was a leak from a hole in the tubing to the pump. The entire device was explanted and replaced. There were no patient complications reported.